Manufacturer narrative:
Product evaluation: 1 opened sample, part number 1884080em, from lot number 0214191664 was received for analysis. There was a residue consistent with biological contaminants on the device. A portion of the tracker wire and plug were cut off however this is typical for handling purposes and is not related to the complaint. Visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal valley while moving in a cw direction which resulted in the observed break. There was no sign of a concentricity issue between the hub and inner shaft. There were no signs of misuse or mishandling. There was uneven wear inside the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip.

Event description:
The customer reported that the inner canula of the tricut blade broke off during a procedure; the fragment was retrieved using a ¿grabbing style instrument.¿ there was no patient impact. The customer used another blade to continue the case.